Manufacturer narrative:
Submit date: 09/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an extension set. The customer reports the extension set was manually primed with breast milk using a syringe. The extension set was then connected to the patients feeding tube and the syringe loaded into the syringe pump. As soon as the syringe pump was started the extension set began leaking at the junction of the clear tubing and the purple stepped connector.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was not confirmed; the tubing was not found to be leaking however after performing the functional inspection the device was found to be occluded by solvent. A root cause analysis indicated that this occurred during our manufacturing process. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported defective condition. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.